Event description:
(B)(4) clinical study. It was reported that cardiopulmonary arrest, apnea, loss of consciousness, ventricular tachycardia, myocardial infarction (mi) and death occurred. On (B)(6) 2012, the patient presented for planned coronary angiography due to known coronary disease. Subsequently, the index procedure was performed. The target lesion was a long de-novo ostial lesion located in the left main coronary artery (lmca) extending to proximal left circumflex artery (lcx) with 80% stenosis and was 16mm long with a reference diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00mm x 16mm ion¿ stent. Following post dilatation residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and pradugrel. On (B)(6) 2013, the patient presented to the emergency medical service (ems) due to cardiopulmonary arrest. The patient was unresponsive to verbal command and noxious stimuli. Initial rhythm noted to be asystole and the patient became apneic. Pulse was not palpable and there was evidence of spontaneous circulation and it was noted to have a large bruise on upper right quadrant of abdomen. Automated defibrillator could not record the rhythm and attempted with joules monophasic using manual defibrillator, rhythm appeared to be ventricular tachycardia. The patient was intubated and cardiopulmonary resuscitation was performed. Subsequently, the patient was diagnosed with acute mi. Continued resuscitation efforts as per advance cardiac life support (acls) guidelines and medication was given to treat this event. On the same day, the patient died and the cause of death was atherosclerotic heart disease.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).